Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized due to low blood glucose of 12 mg/dl. Customer blood glucose was 10 mg/dl prior to being hospitalized. Customer stated he was unsure how he was treated since he was in a coma. Customer stated the drive support cap was normal. Customer was not in a vehicular accident. Customer stated he was low and stated his car was parked crooked and doesn't really remember that day. Customer was unsure if the perceived cause was due the insulin pump or not. No further information reported.